Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. Device implanted (B)(6) 2025 as escalation of care. After 13 days of care, placement signal not reliable (psnr) alarm triggered and optical sensor signal cut out. The pump was not returned. Data log review showed psnr alarm beginning on (B)(6) 2025 at 23:00. Immediately prior to the alarm, the 5s parameters were checked and showed oscillating contrast. There was no issue found during the case related to the pump. Upon review of the data logs and complaint history of the automated impella controller (aic), the oscillating contrast issue linked to complaint console confirmed from reference complaint. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant had an impella cp pump escalated to the 5.5 pump for a patient. The 5.5 was supporting for over two weeks when the pump's optical signal was lost. It was also noted two weeks after implant that the patient developed spontaneous retroperitoneal bleed and multi-organ failure, both unrelated to the device/use. The decision was made to withdraw care, and the patient expired.